Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was intended to be implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the stent could not be deployed, and the inner sheath was reported to have broken and remained inside the outer sheath. The device was retrieved and the procedure was completed with another of the same device. There were no patient complications reported as a results of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break.